Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Damaged and outdated printed circuit board (pcb), faded line cord and pump not working. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device got power but would not pump and went right into overtemperature. The reported problem was confirmed. The root cause of the reported issue was found to be overtemperature was out of calibration and the pots on the printed circuited board pcb are damaged and the overtemperature cannot be calibrated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 went into over temperature. No patient adverse events reported.